Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 5/4/17 - patient reported to (B)(6), that her aspira pleural catheter is not draining well. The catheter was implanted in (B)(6) 2016 and the valve was replaced on (B)(6) 2017. Once the valve was replaced, the catheter drained well, 15-20 minutes to drain a full bag. About 3 weeks ago the catheter began to drain slowly and would take an hour to drain 400cc. (B)(6) had the patient change the bag and reposition her body to see if that would increase the flow. Patient stated that when she stood up the flow appeared faster, however, the patient noticed some "stringy-glob." (B)(6) informed the patient that her body produces fibrin and it can clog up the tubing or she may have a pocket of fluid that won't drain until it spills over the sides of the pocket. (B)(6) instructed the patient to contact her physician, she may need to have the valve replaced, flush the catheter or possible replacement of the catheter.